Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection of the device, a hair was observed within the unopened packaging of a cxi support catheter. The device was not used for a procedure.

Manufacturer narrative:
Event summary: as reported, during inspection of the device, a hair was observed within the unopened packaging of a cxi support catheter. The device was not used for a procedure. Investigation - evaluation: a visual inspection of a device photo was conducted. A document-based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, quality control data, and the instructions for use (IFU). The complainant did not return the complaint device to cook for investigation. A photo was provided by the user showing a foreign object inside the unopened packaging. This provides evidence that the complaint device was manufactured out of specification. In response to this incident, cook completed a review of the DHR. The DHR for the reported device lot records no non-conformances. A database search for complaints on the reported lot found no additional lot related complaints from the field. At this time, cook concluded that no additional non-conforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that the cause of this event is a manufacturing and quality control deficiency. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.